Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.